Event description:
This case was reported by a consumer, and described the occurrence of choking in a male pt, who received corega powder for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included bipolar disorder. Concurrent medications included lithium carbonate (carbolithium) and carbamazepine. On an unk date in 2003, the pt started corega (dental) as directed. At an unk time after starting corega, the pt experienced choking. This case was assessed as medically serious by facility. Treatment with corega was discontinued. At the time of reporting, the event was resolved. Corega powder is manufactured in another country, and neither the product nor lot number for this product is available.